Event description:
The pt was getting high readings on suspect device and was injecting insulin on a sliding scale based off of those suspect device readings. He was found unconscious and was taken to the hosp and given an IV with glucose.